Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 52.554 ng/ml. A second sample collected from the patient resulted in a troponin t value of 3.02 ng/ml. The complained sample was then repeated, resulting in a troponin t value of < 3.00 ng/ml. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer checked and verified all probe alignments. Pinch tubing was replaced proactively. Performance testing was ok. The investigation determined the service actions resolved the issue.